Manufacturer narrative:
The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. A review of the labeling notes the following: warnings and precautions: the physiological response of the patient to the presence of the orbera system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Possible complications of the use of the orbera system include: discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Continuing nausea and vomiting. This could result from direct irritation of the lining of the stomach or as a result of the balloon blocking the outlet of the stomach. It is even theoretically possible that the balloon could prevent vomiting (not nausea or retching) by blocking the inlet to the stomach from the esophagus. Abdominal or back pain; either steady or cyclic.

Event description:
Reported as: a patient with the orbera intragastric balloon had "reported vomiting and epigastric pain. According to a medical report, the patient was medicated and it was performed an x-ray of the abdomen and endoscopy, which confirmed a hyperinflation balloon. The balloon was explanted".

Manufacturer narrative:
Supplement # 2 - medwatch sent to the FDA on 14/jan/2019. Additional information: device evaluation summary: the device was returned to apollo, and a visual inspection was performed. The device was received deployed. Blue discoloration was observed on the shell of the balloon. White particles were observed on the outer surface of the shell. Yellow particles were observed to be present in the valve channel. A valve test was performed and the flow of fluid was continuous and unobstructed. An air leak test was performed and leakage from one opening on the radius of the shell. Under microscopic analysis, the opening on the radius of the balloon shell was observed to have striated edges, consistent with damage from a surgical tool. Material degradation was noted to be covering approximately 60% of the outer surface of the balloon shell.

Event description:
Reported as: a patient in the opas-1 orbera post-approval study had abdominal pain. Device was removed.

Manufacturer narrative:
Supplement 1: medwatch sent to FDA on 08/20/2018. To date, apollo has not received the device. Device labeling addresses the reported event as follows: possible complications of the use of orbera¿ include: abdominal or back pain, either steady or cyclic. Warnings: each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration, gastric and esophageal perforation and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Patients need to be evaluated and the device removed at or within 6 months of placement.